Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), explanted: (B)(6) 2017, product type lead; product ID 977a260, serial # (B)(4), explanted: (B)(6) 2017, product type lead. See manufacturer¿s report # 3004209178-2017-04629 for the patient¿s other issue.

Event description:
Additional information received from the patient confirmed that one of the leads had moved (¿pulled out¿) 2-3 weeks post implant and were damaged (also noted as occurring in (B)(6) 2016). As a result a revision was performed and the leads were replaced on feb. 8, 2017. It was reported that the patient recovered completely from the revision. The patient also noted that their doctor discharged them and would no longer see them as a patient and did not know what they did to cause this.

Manufacturer narrative:
The main component of the system and other applicable components are:  product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient with an implantable neurostimulator (ins) reported that she received inadequate training following her implant. She stated that neither her healthcare provider (hcp) not the manufacturer's representative (rep) came to review use of the ins system with her, she also claims that activity restrictions were not reviewed. The patient stated that the first week she felt good so she resumed her activity level. The patient is now experiencing severe back spasms. She reported that when she bent over to lift her puppy, she felt a sharp pain around the l7-l8 area and the pain is severe now "like there is an needle in area which is scraping her back." She claimed the spasms were worse in her lower back, and stated she has nerve damage there; she found that the therapy was helping prior to the incident. The patient stated that she saw her hcp "last month" ((B)(6)) and had x-rays, and was told the leads had moved. She was told by her hcp that she may opt for either a revision of her current system or be referred to another physician to remove her percutaneous leads and implant a surgical paddle lead. The patient also stated that after she had x-rays a rep came and changed her programming, prior to this she was using a program termed group c which was helping. The patient also stated that she has pneumonia. The patient mentioned she was having a problem charging completely, but was not specific about whether she meant the ins or the recharger. The recharger icons were reviewed. Additional information was later received from the hcp. It was reported that the rep had met with the patient on (B)(6) 2016, where the patient reported a slight improvement. The patient met with the rep again on (B)(6) 2016 for reprogramming. The patient reported benefit from the programming, but only from the good lead. The patient reported some relief, but the lead has remained displaced and the patient reported still experiencing discomfort. Patient was implanted for lumbar radiculopathy and spinal pain.

Event description:
Information was received from the patient who reported they had gone to the doctor's to have a x-ray done which confirmed their lead had moved significantly. Patient was referred to a physician who is going to anchor the leads. Patient reported their attitude was great after device was implanted and they began doing more around the house but after lead migration occurred patient went back to being immobile and doing nothing. Patient's frustration level is very high.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding their neurostimulator (ins) that was implanted for lumbar radiculopathy and spinal pain. It was reported that patient had an implant for their back in 2016. It failed and patient was referred to a different doctor within 3 months of the original surgery, who shaved bone off their back and moved the device into a complete different area of their back. The original doctor immediately halted and declined future care for the patient (even though he referred them to the 2nd doctor). Patient stated that the device has only been calibrated one time since their second surgery in (B)(6) 2017. Patient believed they left a voicemail for the representative however, patient had not been given the opportunity to meet with him. Patient wasn't sure if she ever did contact rep because she's been on "heavy morphine". Patient was having a great deal of pain with the device. On (B)(6) 2018, patient was asked to clarify statement "device failed". Patient stated her doctor didn't give her follow up care instructions. Patient was still on "heavy sedation morphine medication", so patient thought they were good enough to be active, and the patient believed one of the leads got pulled off or something. So because that wasn't done; the error was on behalf of the doctor. Patient added that following surgery to have device moved, patient was called the day she was leaving hospital by nurse stating they won't take care of patient any longer. Patient stated she weaned herself off of morphine, and was dealing with the pain of this thing and was in misery. The event date was provided by patient as around (B)(6) 2016 or (B)(6) pf 2017. Patient stated they literally feel like she has lost 5 years of her life like she is in a coma due to medication. Pt states she cannot take opioids because they are like poison to them. Patient commented that "you don't realize when you're in the storm of things, but you look back on it and what a blur". Patient confirmed she was on opioids prior to implant. Patient stated they had no hcp. An hcp listing was sent to the patient to possibly meet with the hcp to address the issues. No further complications were reported/anticipated.